Event description:
Patient reported that during a cartridge change, the device's piston rod did not retract and was observed spinning. Patient's blood glucose was not affected, and no treatment was received.